Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient, implanted with this cardiac resynchronization therapy defibrillator (crt-d) and non-boston scientific left bundle branch area pacing (lbbap) left ventricular (lv) lead, experienced a 15-second pause while in the operating room for a right arm fistula implant procedure. It was noted that the right ventricular (rv) defibrillation lead was programmed to minimum voltage and pulse width. There was no non-sustained ventricular tachycardia (nsvt) episode to suggest any noise or oversensing. Technical services (ts) discussed troubleshooting options and possible causes. It was suspected that there was lv non-capture without rv back up pacing due to sub-threshold rv programming. This crt-d remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Correction to e1: initial reporter updated from manufacturer field representative to health care professional (hcp).

Event description:
It was reported that the patient, implanted with this cardiac resynchronization therapy defibrillator (crt-d) and non boston scientific left bundle branch area pacing (lbbap) left ventricular (lv) lead, experienced a 15-second pause while in the operating room for a right arm fistula implant procedure. It was noted that the right ventricular (rv) defibrillation lead was programmed to minimum voltage and pulse width. There was no non-sustained ventricular tachycardia (nsvt) episode to suggest any noise or oversensing. Technical services (ts) discussed troubleshooting options and possible causes. It was suspected that there was lv non-capture without rv back up pacing due to sub-threshold rv programming. This crt-d remains in service. No additional adverse patient effects were reported. Additional information received reported that asystole was observed on the strip from the procedure, but the lead was capturing when the patient was seen later for a device check. Rv lead outputs were turned up, and had been previously set to 0.1 v @ 0.1 ms to promote lbb capture. The patient was seen in-clinic a week later, and the crt-d system was operating as expected. This system remains in service. No additional adverse patient effects were reported.